Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell directly on the ipg and is experiencing discomfort at the pocket site. Surgeon removed and replaced ipg locating it at a new pocket site due to discomfort after the fall. The patient has been doing well since surgical intervention took place.